Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to telemetry interruption. The device was tested on the bench and the cause of the bvvi was consistent with anomalies associated with firmware upgrade procedure.

Event description:
It was reported that the pulse generator went into backup vvi operation after operating the firmware upgrade. The device was not used and no further information was available.